Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #2). Two additional emdrs were submitted to represent the bard/davol perfix plugs (device #1 & device #3). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of two unspecified bard/davol perfix plugs on (B)(6) 2008 and one perfix plug on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against all the meshes. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." As reported, attorney alleges that the patient experienced emotional distress and the device was defective.